Event description:
A licensed emergency medical technician and instructor reported that she has developed an allergy to latex and its components. She states that she has worn latex gloves made by various glove manufacturers.